Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent deployment difficulty, stent damage, a stent fracture and patient surgery occurred. Vascular access was obtained via a contralateral approach. The 25cm, occluded, mildly tortuous and mildly calcified target lesion was located across the whole length of the right femoral artery. A 7x150 130 cm eluvia¿ drug-eluting vascular stent system was being deployed across the lower part of the occlusion. The first 3cm of stent deployed and then the deployment mechanism broke and the stent could no longer be deployed. The device was withdrawn back into the sheath, however, the end of the stent protruded into the artery. The sheath and device were withdrawn back to the puncture site and then the stent fractured. The delivery system was removed and the patient was sent to surgery to completely remove the sheath and the rest of the stent from the puncture site. There were no further patient complications. The patient was in stable condition and was discharged 24 hours post procedure. The patient is being brought back for bypass surgery.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an eluvia self-expanding stent delivery system (sds). The introducer sheath and the guidewire were also returned. The introducer sheath was separated. The outer shaft, middle shaft, inner shaft and the remainder of the device were checked for damage. The outer sheath showed a kink at the nosecone, also buckling was noticed approximately 52 cm to 55.5 cm from the marker band. The mid-shaft showed no damage. The inner liner was separated and a portion was not returned. The tip was also missing when returned. The pull rack was loose inside of the handle which is indicative of the mid-shaft and the remainder of the components being separated from the retainer and handle. The stent was fractured when returned. Part of the stent was in the introducer sheath, part of the stent was stuck in the mid-shaft just distal to the marker band and the remainder of the returned stent was inside a clot burden that was returned in a separated receptacle. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent deployment difficulty, stent damage, a stent fracture and patient surgery occurred. Vascular access was obtained via a contralateral approach. The 25 cm, occluded, mildly tortuous and mildly calcified target lesion was located across the whole length of the right femoral artery. A 7x150 130 cm eluvia¿ drug-eluting vascular stent system was being deployed across the lower part of the occlusion. The first 3 cm of stent deployed and then the deployment mechanism broke and the stent could no longer be deployed. The device was withdrawn back into the sheath, however, the end of the stent protruded into the artery. The sheath and device were withdrawn back to the puncture site and then the stent fractured. The delivery system was removed and the patient was sent to surgery to completely remove the sheath and the rest of the stent from the puncture site. There were no further patient complications. The patient was in stable condition and was discharged 24 hours post procedure. The patient is being brought back for bypass surgery.